Manufacturer narrative:
Product evaluation: the root cause for the posterior capsule tear could not be determined. A malfunction has not been indicated or information provided as to the cause of the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported that an iol had been desterilized after posterior capsular rupture. Timing of the event and patient impact is unknown. Additional information has been requested but not received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the pharmacist stating that " the capsular rupture is not due to implant". The lens was not left implanted. A back up lens was used to complete the procedure.